Event description:
Info received indicates the bed would not go into reverse trendelenburg.

Manufacturer narrative:
The facilities maintenance indicated the bed would not go into reverse trendelenburg. The bed was in the maintenance shop at the time. The facilities maintenance replaced the led board assembly to repair the bed.